Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. Troubleshooting was performed and noticed that the insulin pump was starting to pixelate on the lcd screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received missing segments and partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.